Event description:
Email received from distributor alleging two false negative hcg results for one patient. One patient tested two different times: (B)(6) 2015, both tests were received as negative. Quants were performed on the same days the result were 238 miu/ml and 280 miu/ml, respectively. Patient may have been having a spontaneous abortion or it may be an ectopic pregnancy; patient was still being evaluated on (B)(6) 2015. Although additional information requested, no additional information was available or provided.

Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 100 miu/ml of hcg urine controls, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.